Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Event description:
Reportedly, the patient "developed serious problems such as extreme pain and mental anguish."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: degenerative disk disease l6-s1, prior fusion l2-l6, sacro ileitis. The patient underwent the following procedures: posterior spinal fusion l6-s1. Transforaminal lumbar interbody fusion (tlif) l6-s1. Hardware removal l2-l6. ¿ib¿ l6-s1. Instrumentation l2-s1. Pelvic instrumentation. Local bonegraft. Bonegraft sub. ¿bma¿. No intra-operative complications were reported.